Event description:
Port-a-cath: adriamycin was infusing when blood return was checked at 7:00 a.m. There was no blood return. Medication infusion was stopped and catheter flushed with saline. Physician was notified.